Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is completed.

Event description:
It was reported that the patient was admitted on (B)(6) 2022 for driveline debridement on (B)(6) 2022. The driveline exit site was monitored but there was no improvement with oral antibiotics. The patient reported pain and drainage from the exit site. The patient denied symptoms of fever, chills, body aches, nausea, vomiting, syncope, chest pain, or shortness of breath. Wound culture was positive for staph aureus. Blood cultures were (B)(6). The patient was started on a 6 week course of cefazolin 2g intravenous every 8 hours. The patient was discharged home with a PICC line. Lvad functioned normally with no alarms.

Manufacturer narrative:
Manufacturer's investigation conclusion: the pump remains in use supporting the patient. A correlation between the device and the report of infection could not be conclusively determined. Infection is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate 3 left ventricular assist system. Infection has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event.